Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer used multiple daily injections as a backup insulin therapy, and technical support sent a replacement pump with updated software, provided instructions for returning the malfunctioning pump within 10 days, and advised the customer on programming the new pump settings and connecting the continuous glucose monitor.